Event description:
Customer reported the passport 2 monitor's display had a black screen, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacing the navigator knob, reseating the cables, and reprogramming components on the cpu board. Unit was calibrated and safety tested to factory's specifications.